Manufacturer narrative:
The insulin pump was received with intermittent act and up arrow buttons response due to flattened button dome switches. The j2 lcd keypad connector was not found unlocked during our visual inspection. The insulin pump was received with the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the displacement accuracy test. No excessive no delivery alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and reservoir tube window cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a job that had her in the sun that caused low blood glucose levels. Customer's blood glucose level dropped to 36 mg/dl and 58 mg/dl. Customer's current blood glucose level was 278 mg/dl. The customer treated her blood glucose level with a glucose shot. The customer was in the emergency room as a result of her low blood glucose levels. The customer was hospitalized on (B)(6) 2016. The customer was off the insulin pump less than 48 hours prior to hospitalization. The customer was involved in vehicle accident while wearing the insulin pump and was the driver on (B)(6) 2012. The customer went to the hospital 5 times. The up and act buttons seemed harder to punch. The self-test passed. The insulin pump was dropped. Customer's blood glucose level range was from 30 mg/dl to 36 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer agreed to return the product.